Event description:
Caller reported a cgm error 42, indicating an issue with their continuous glucose monitor. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a complete pump reset and guided the caller through the process. After the reset, the pump no longer displayed the error code, and the customer successfully started their sensor session.